Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was displaying a message/indicator of apply sample. The (B)(4) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began two hours prior to contacting lfs (B)(6). The patient's diabetes management routine is not known and it is unclear what action the patient took in response to the reported meter issue. It is not clear if the patient developed any symptoms as a result of the issue and it is also unclear if the patient received any form of medical intervention/ treatment after the product issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique and using the correct test strips (per owner's booklet recommendation). However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. There is no evidence that the patient suffered from any serious injuries. There is also no indication the patient received any form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4), 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pins 2 and 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.